Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the up arrow and down arrow keypad buttons were intermittently unresponsive. The reporter denied trauma or evidence of moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up and down keypad buttons were intermittently responsive. There was evidence of keypad contamination found under the contrast, up, and down key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.